Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cough caused by the right ventricular (rv) lead. It was noted that the patient would experience the cough when laying down or exercising. Follow up with the physician office noted the cough was related to diaphragmatic stimulation. The clinic could reproduce the stimulation with rv pacing, which caused the patient to cough. Rv polarity changes were done, which resolved the issue and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.